Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer encountered multiple, intermittent kinked cannulas in which the pump did not announce occlusion alarms. The customer experienced elevated blood glucose (bg) levels of 500mg/dl and small amounts of ketones. The customer received assistance in withdrawing insulin from the cartridge in order to administer the insulin via a manual injection to address the bg level, decreasing the bg level to 300mg/dl. An additional manual injection was administered by the customer to further address the bg level.